Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium result generated on the alinity c processing module for a patient. A new sample was collected and tested at another site of the same hospital which generated a normal result. The initial sample was also retested and a normal result was obtained. The following data was provided: customer¿s normal range for sodium: 136 to 145 meq/l (B)(6)2024 sid (B)(6)sodium result = 118 meq/l retest result from another site with new sample = 140 meq/l retest result from the initial sample tube = 138 meq/l there was no impact to patient management reported.

Manufacturer narrative:
A single definitive part could not be determined as the likely cause of the result issue; therefore, the alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6)was identified.

Event description:
The customer observed falsely decreased sodium result generated on the alinity c processing module for a patient. A new sample was collected and tested at another site of the same hospital which generated a normal result. The initial sample was also retested and a normal result was obtained. The following data was provided: customer¿s normal range for sodium: 136 to 145 meq/l. (B)(6) 2024 sid (B)(6) sodium result = 118 meq/l. Retest result from another site with new sample = 140 meq/l. Retest result from the initial sample tube = 138 meq/l there was no impact to patient management reported.